Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16mm synergy drug eluting stent was selected for use to treat the lesion. During unpacking, upon removing the stent protector, it was noted that the mounted stent was found to be lifted. The procedure was completed with a 3.5x16mm synergy stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first approx. 3 distal struts were stretched and distorted in a distal direction. The outer diameter (od) of the undamaged proximal/centre struts was measured to be within specification. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 3.6cm distal of hypobond a visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent damage occurred. A 3.50x16mm synergy drug eluting stent was selected for use to treat the lesion. During unpacking, upon removing the stent protector, it was noted that the mounted stent was found to be lifted. The procedure was completed with a 3.5x16mm synergy stent. No patient complications were reported and the patient's condition was good.